Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries in the remote monitor leaked. The monitor is expected to be replaced and returned. No patient com plications have been reported as a result of this event.